Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the iol had a mechanical defect. The lens was exchanged for the same model.attempts to gather additional information have been unsuccessful.